Event description:
It was reported in an article (miller, s., watkins, l., matharu, m. Long-term outcomes of occipital nerve stimulation for chronic migraine: a cohort of 53 patients. The journal of headache and pain. 2016. 17(1):68. Doi 10.1186/s10194-016-0659-0) that 47 patients with ons for chronic migraine showed a significant reduction in mean any-headache days, mean daily pain duration, and mean daily pain intensity. Although a significant reduction of 3.94 points was recorded in hit-6, the reduction in midas was not significant. Affect scores, eq5d and sf-36 composite scores failed to show any improvement across the cohort, but the euro-vas did show significant improvement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).